Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. What is the affected side involved in this event? -unknown. 2. Can you please re-confirm the date the patient was revised? -I attended this revision on thursday (B)(6) 2020. There is no usage as we did not implant any of our implants. 3. Radiographs/x-ray films and op notes if available - not available. 4. Patient demographics & comorbidities -caucasian female. Other details not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Could not add surgeon to form as name is not in complaint form database. Dr (B)(6) performed a hip revision on a patient who had previously had a depuy c-stem pinnacle performed on (B)(6) 2011 at (B)(6) by dr (B)(6). This revision was done at (B)(6). The stem, void centraliser and head were removed and replaced with a competitor stem/head. The reason for revision was a fractured femur. Patient was a caucasion female. Other demographics unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: as no other reports of any kind were identified over the previous five year period it is reasonable there was no error in the manufacturing or material of this product/lot combination that would be a contributing factor in the reported bone fracture. A manufacturing records evaluation (mre) was not performed.